Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 512 mg/dl on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.